Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; a4; b1; b3; b4; b5; b6; b7; d2; d6a; d6b; d10; g1; g3; g6; h1; h2; h6. D10: 3095-040 - gentamicin bone cement - 8616326. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty . Subsequently, the patient reported a painful left knee with swelling. X-rays showed lucency around the tibial component. Subsequently, the patient underwent a left total knee revision approximately 5 years post-op. During the revision, the surgeon noted synovitis, poly wear and pitting, and tibial loosening. All components were revised without complications. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee surgery and was revised approximately 5 years later due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00596401651 - femoral component option size f left compatible with lps-flex prolong - 63889244. 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - 63879679. Unknown - depuy cemvac vacuum mixing system - unknown. G2 : foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00024, 0002648920-2024-00024.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. The event is confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: clinic visit notes noted aseptic loosening of the tibial component, no signs of infection, and increased pain. Left knee revision notes noted the liner had ''backside wear, medial surface pitting'', the tibial component was grossly loose, and a there was a perforation in the anteromedial tibia from keel. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.